Event description:
On (B)(6) 2012, customer reported that probe a, on the dxc 800 pro instrument, leaked. Approximately 10 ml of fluid leaked and was contained on the reaction wheel cover. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found no visible traces of a leak. Fse then primed the system 20 times and found a small amount of fluid in the well. Fse performed a vertical alignment of the probe and primed the instrument another 20 times. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).